Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: medical media was provided to bsc which was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media subject matter experts. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0036152708. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported an implant migration and leak occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure using transesophageal echocardiogram (tee) imaging was performed and a 35mm watchman flx closure device was implanted upon meeting release criteria, after requiring two partial and two full recaptures and re-positioning. At the 45-day routine follow up, tee imaging revealed an unmeasured, proximal leak from the closure device, which also appeared to have shifted proximally. The patient was asymptomatic. The physicians are having the patient stay on blood thinners in response to the event.

Event description:
It was reported an implant migration and leak occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure using transesophageal echocardiogram (tee) imaging was performed and a 35mm watchman flx closure device was implanted upon meeting release criteria, after requiring two partial and two full recaptures and re-positioning. At the 45-day routine follow up, tee imaging revealed an unmeasured, proximal leak from the closure device, which also appeared to have shifted proximally. The patient was asymptomatic. The physicians are having the patient stay on blood thinners in response to the event.